Manufacturer narrative:
No unexpected low battery alarm was noted. All operating currents were within specification. The insulin pump passed the self test. No unexpected low battery or off no power alarms were noted. The insulin pump was received with a cracked case at a display window corner, cracked reservoir tube lip, minor scratches on the display window, and cracked battery tube threads. The insulin pump had intermittent button response due to corroded keypad traces.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that a customer issues with the keypad on their insulin pump. The patient's blood glucose level was at 221 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. No further information was provided.